Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for a femoral shaft fracture. On an unknown date, the plate broke. On (B)(6) 2020, the patient underwent a revision surgery. During the revision, the implants were removed, and a new plate, cables and screws were implanted. The surgery was completed successfully without any surgical delay. Concomitant devices: unknown screws (part# unknown, lot# unknown, quantity# unknown); unknown cables (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 4.5mm ti curved broad lcp(tm) plate 15 holes/282mm-sterile. This is report 1 of 1 for (B)(4).

Event description:
It was further reported, that at the time of the primary surgery, when bending the plate, there was a part that was not long enough in regard to the bone fractured part but the plate was used as it was. The surgeon noted that in that state, it is probable that the plate was broken by advanced the load timing. Patient condition was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 426.652s, lot l715999: manufacturing site: grenchen. Release to warehouse date: january 22, 2018. Expiry date: january 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.